Event description:
Customer reported a past incident of high blood glucose, with the specific cause of the elevated level remaining unknown. The highest level reached was not specified but was indicated as "high." Customer administered a correction bolus via the pump to address the bg. Technical support assisted the customer in resuming insulin delivery.